Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Initial reporter name: unknown/ not provided. Phone number: (B)(6). Device manufacture date: unknown as lot number was not provided. Device evaluation: the complaint sample was not returned to the manufacturing site, therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) was caught in the wing of the cartridge, and the iol was implanted with the haptic torn. The doctor tried to remove the lens, which in the process, the edge of lens tore the capsule and the iol fell into the vitreous body. The account indicated that they used healon in the procedure. No further information was provided.